Manufacturer narrative:
Analysis summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was dissassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during the case, the customer experienced a problem with the system. The instrument was then changed and the problem persisted. A second handpiece was then tried and the problem persisted. A second generator was then used to finish the case with no patient consequence. After the case, the handpiece was tested with a test strip and gave an error 3 when activated with a test strip.